Event description:
Caller states the pt tested error 83 and a lab was drawn at the same time. Error 83 can mean that the pt's blood glucose is below the device's numeric reading range. Caller decided to act upon error as if this were the meaning and gave the pt 480ml of juice. The lab returned with a result of 468mg/dl. No add'l treatment info was provided. Requested return of suspect system and replacement was sent.